Event description:
The device powers on, but the display does not illuminate.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept. Has finished the evaluation of the device.